Event description:
Baxter jp gold jackson-pratt surgical drain tubing broke while being removed from pt, leaving the remaining portion in pt's abdomen not visible externally. Required that the pt return to surgery to remove the broken portion. Pt had undergone gyn surgery two days before this incident. The nurse was removing jp drain as by physician's order. There was no suture holding the drain in place. The nurse stated that the drain pulled easily at first and suddenly broke. The break occurred in a continuous portion of the drain tubing, not at a connection point. The surgeon stated that the drain was not adhered to the facia or underlying structures. He was able to remove it easily once the operative site was opened. The pt tolerated the procedure well and was discharged two days later.